Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt was seeing a medtronic rep tomorrow because the pt had issues with their leads. The lead on the left side was broken or not functioning right. Their leads were set up to the right and left and were close to where they overlapped. Pt noted someone reached out to them over the last 6 months to get the ins replaced and now they got around to resolving the issue so tomorrow they will meet with a rep to see if they could fix the left lead.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.